Event description:
It is reported that the device was implanted in 2009, and that the patient was revised in 2009, due to spontaneous anterior dislocation.

Manufacturer narrative:
Eval summary: the devices were in vivo approximately three months before being revised. Based on the available information and observations, the dislocation may have been due to one or a combination of the following mechanisms: unsatisfactory placement of the components which can lead to impingement at various interfaces, extent of component stability, extent of soft tissue tension, and/or patient behavior. However, no definitive cause analysis can be completed with certainty. Evaluation: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.